Event description:
It was reported that the patient presented to the emergency room after complaining of feeling ill. It was determined that the device had reset. The device was reprogrammed back to original parameters. An elective replacement indicator (eri) lockup issue is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst noted that false elective replacement indicator (eri) was triggered and battery voltage was not available due to measurement system lock-up. Reset of the device by the programmer with updated software cleared the lock-up condition.